Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia and noticed an unacceptable discrepancy between the sensor glucose and the blood glucose values. The customer reported a blood glucose value of 205 mg/dl. The customer reported hypoglycemia was treated with carbohydrate intake, and hyperglycemia was treated with an insulin pump. The event involved products mmt-342, mmt-7040b, mmt-431ag, and mmt-1884. Troubleshooting was performed for the sensor glucose vs blood glucose, and the difference was not within the target range. The blood glucose value was 205 mg/dl and the sensor glucose value was 50 mg/dl and the sensor glucose vs. Blood glucose difference was more than 30%. Troubleshooting was performed for the high and low blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high and low blood glucose event, and the customer was used the auto mode feature in the high and low blood glucose. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-7040b. No product return is required for mmt-431ag. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.